Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-02037. During follow-up, variable sensing was observed on the atrial lead and no capture was observed on the left ventricular lead. Diagnostic imaging confirmed lead dislodgement. The device was reprogrammed to right ventricular pacing only and the patient was in stable condition.